Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rn. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band started to lose air immediately after the procedure. The staff who placed the tr band stated that the air was coming out of the connection tube at the balloon. They were able to place another tr band to achieve hemostasis. There was no blood loss. The patient remained in stable condition. There was 15 ml's of air injected into the tr band when it was applied. A glidesheath slender was used at the access site during the procedure. There was no noticeable damage to the device, and the device was not manipulated before use in any way - pre-use or during storage. The product was stored per the instructions for use (IFU)/correct storage. The procedure performed prior to the use of the tr band was percutaneous coronary intervention.